Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 624 mg/dl at the time of hospitalization. The customer was treated with saline for hydration and insulin shots in the hospital. Customer experienced symptoms such as real sick, dehydration and vomiting. Customer declined to perform a carelink upload. Customer unable to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.